Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt rec'd a replacement electrode belt.

Event description:
The doctor of an (B)(6) male pt contacted a zoll territory manager to report that the wires on the pt's belt became disconnected. The territory manager notified zoll customer support and the pt was issued a replacement electrode belt.